Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This event was captured based on review of the article, after perclose use in femoral artery puncture, infectious aneurysm is formed, surgery. Two cases that took revascularization. It was reported through an abstract article that following an endovascular therapy of the right common iliac artery (rcia) hemostasis was achieved using a perclose proglide device. Twenty-two days after the procedure, an infected aneurysm was observed at the right femoral access site. A hemorrhagic shock caused by the aneurysm rupture and an abscess around a stent placed at rcia. Emergency bypass surgery and an arteriectomy of rcia were performed. Details are listed in the attached article, titled "after perclose use in femoral artery puncture, infectious aneurysm is formed, surgery. Two cases that took revascularization."

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.